Manufacturer narrative:
Analysis of the 8637-20 found miscellaneous overinfusion of undetermined root cause. Analysis found corrosion on gear wheel 3 while engaged with the pumphead gear and slight wear present on the inlet and outlet portion of the pump tube.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 11.8 mg/ml at 4.497 mg/day and compounded baclofen 160 mcg/ml at 60.98 mcg/day via an implantable pump for non-malignant pain, failed back surgery syndrome, and degenerative disc disease. It was reported the patient experienced increased pain as of (B)(6) 2016 with decreased intrathecal baclofen. The patient was reprogrammed on (B)(6) 2016. The etiology of the event was noted as related to the drug (baclofen), device or therapy and not related to the implant procedure. The drug action that caused the event was indicated to be 'decrease dose'. The outcome was indicated as 'resolved without sequelae' as of (B)(6) 2016.